Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the needle is expose through the packaging. This event occurred 35 times. The following information was provided by the initial reporter. The customer stated: "defect: when opening the packaging, one end of the rubber plug should be exposed first, but this use exposes the needle core first, which poses a risk of needle injury quantity: 35 pieces"

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3014507. Bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo and video were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the needle is expose through the packaging. This event occurred 35 times. The following information was provided by the initial reporter. The customer stated: "defect: when opening the packaging, one end of the rubber plug should be exposed first, but this use exposes the needle core first, which poses a risk of needle injury quantity: 35 pieces."